Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included infection, fatigue, erythema, tenderness, pulmonary hypertension, feelings of weakness, skin irritation, fever, itching, pain, sepsis, leg pain, uterine fibroid, menses irregular, dysmenorrhoea, difficulty breathing, dizziness, gastroesophageal reflux disease, morbid obesity, prediabetes, allergy, adenomyosis, ovarian cyst, menometrorrhagia, termination of pregnancy - elective, central line infection and post abortion infection. Ultrasound done-essure found to be perforating my uterus. Previously administered products included for an unreported indication: remodulin and lidocaine. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 10 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abominal pain mostly on the right side") and complication of device insertion ("complications: the essure device could not be placed in the left fallopian tube."). The patient was treated with surgery (ablation, endomerial ablation and surgery to remove the implant, hysterectomy with unilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, abdominal pain and complication of device insertion outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, bladder disorder, complication of device insertion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2006: unilateral occlusion (right tube occluded); on (B)(6)2006: a single essure device is noted in the right central pelvis. There is normal contrast opacification of the uterine cavity. Device is not seen. There is extravasation of through the left fallopian lube with spillage into the peritoneum. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received : new events, " abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (uterus), abdominal pain" ,complications: the essure device could not be placed in the left fallopian tube. Were added. Historical drugs were added. Medical history was added. Lab data was added. Reporter contact information was added. Patient's demographics were added. Product information was added. Onset dates of events were added. Outcome of events, "severe bleeding, pain, cramping" were changed to " recovered/resolved". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included infection, fatigue, erythema, tenderness, pulmonary hypertension, feelings of weakness, skin irritation, fever, itching, pain, sepsis, leg pain, uterine fibroid, menses irregular, dysmenorrhoea, difficulty breathing, dizziness, gastroesophageal reflux disease, morbid obesity, prediabetes, allergy, adenomyosis, ovarian cyst, menometrorrhagia, uterine dilation and curettage, central line infection and post abortion infection. Ultrasound done-essure found to be perforating my uterus. Previously administered products included for an unreported indication: remodulin and lidocaine. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 10 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abominal pain mostly on the right side"), complication of device insertion ("complications: the essure device could not be placed in the left fallopian tube/only right side was placed due to left side not being able to place device") and pulmonary hypertension ("complication with my pulmonary hypertension") and was found to have oxygen saturation decreased ("administered general anesthesia my oxygen levels reduced dramatically"). The patient was treated with surgery endomerial ablation and surgery to remove the implant (hysterectomy with unilateral salpingo-oopherectomy on (B)(6) 2017). At the time of the report, the uterine perforation, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, abdominal pain, complication of device insertion, pulmonary hypertension and oxygen saturation decreased outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, bladder disorder, complication of device insertion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, nausea, oxygen saturation decreased, pelvic pain, pulmonary hypertension, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: only right side was placed due to left side not being able to place device due to complication with my pulmonary hypertension and the conscious sedation being used and when they tried to conduct a tubal ligation and administered general anesthesia my oxygen levels reduced dramatically. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (right tube occluded); on (B)(6) 2006: a single essure device is noted in the right central pelvis. There is normal contrast opacification of the uterine cavity. Device is not seen. There is extravasation of through the left fallopian lube with spillage into the peritoneum. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 14-may-2019: plaintiff fact sheet received. Events complication with my pulmonary hypertension and administered general anesthesia my oxygen levels reduced dramatically were added. Plaintiff's dob was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.